Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "dislocation of component. Relocated and mdm 38 head came off of 22mm head and floated around in soft tissue. Revised to constrained liner."